Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the "patient was laying on a couch having her hair washed. Aide heard a pop sound, patient started crying and blood was noted on the chest, found broivac had been broken past the clamp area that had not been clamped at the time of the incident." No additional information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a review of specifications and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.